Event description:
It was reported on 08 june 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr), pre-existing chordal rupture and fragile, thin leaflets for a mitraclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, a mitraclip xt was implanted at the anterior and posterior leaflet segments (a1/p1). Post-deployment, a flail of the leaflet was observed due to entanglement with the chordae. Subsequently, an additional mitraclip xtw was implanted in the a2¿p2 region, positioned centro-laterally, to stabilize the leaflet. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.